Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Intestinal obstruction is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Additional information stated that on (B)(6) 2017, the patient was diagnosed with a bowel obstruction. It was reported that the patient has a congenital malrotation in her small bowel and the procedure to insert the peg-j tube has possibly contributed to this twist becoming obstructed. Reportedly, patient was treated conservatively with IV ampicillin, gentamicin and metronidazole, and remains nothing by mouth. Duopa therapy has been temporarily suspended. On (B)(6) 2017, the bowel obstruction was resolved and therapy was resumed.